Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv oversensing episodes that were caused by post-paced t wave oversensing were observed via merlin transmission. Programming changes were suggested. No changes were made the patient is scheduled in april to come in the office. The patient is stable.